Event description:
It was reported that, during the last month, the patient reported no stimulation sensation. For the cervical lead, which was controlled by the 0-3 portion, the patient couldn't feel stimulation on the right side. The 8-11, which controlled the left side, the feeling in the patient's arm was fine. There was no known accident or incident related to this event. Movement did not cause stimulation changes. Electrodes 0, 1, 2, and 3 impedance measurements were all out of range. Electrode 3 was a "blatant" open at >20000 but the other electrodes were high in the >5000 range. When electrodes 8-11 were used impedances were in range. A reprogramming of the stimulation was performed and it could not capture the right arm. A revision was planned but not scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3998, lot # v008257, implanted: (B)(6) 2006, explanted: unk; recharger: model 37752, (B)(4), implanted: na, explanted: na; lead: model 39565, (B)(4), implanted: (B)(6) 2008, explanted: unk; extension: model 37081, (B)(4), implanted: (B)(6) 2008, explanted: unk; extension: model 37081, (B)(4), implanted: (B)(6) 2008, explanted: unk; implantable neurostimulator: model 37712, (B)(4), implanted: (B)(6) 2008, explanted: unk; lead: model 3998, lot # v008257, implanted: (B)(6) 2006, explanted: unk; extension: model 37083, (B)(4), implanted: (B)(6) 2006, explanted: unk; extension: model 37083, (B)(4), implanted: (B)(6) 2006, explanted: unk; patient programmer: model 37743, (B)(4), implanted: na, explanted: na; recharger: model 37752, (B)(4), implanted: na, explanted: na.